Event description:
Clinical narrative: a 72-year-old female with acute myocardial infarction and cardiogenic shock (pre-support clinical state consistent with scai shock stage a) was supported with an impella cp pump (sn (B)(6) inserted percutaneously via the right femoral artery. During support, the device functioned as intended at p-4 providing 2.3 l/min flow with a d5w sodium bicarbonate purge solution. At the time of device removal, one pre-close suture had been placed during implantation. The impella cp was successfully wired; however, bleeding control could not be achieved and deployment of a second perclose device was unsuccessful due to the provider¿s chosen technique. The patient experienced access-site bleeding at the femoral arteriotomy/vessel site with development of a hematoma and purple skin discoloration. Patient obesity limited the ability to obtain adequate compression. Hemostasis was achieved by placement of a contralateral balloon with tamponade above the access site, followed by manual pressure for 30 minutes. Distal flow to the leg was confirmed. The patient was receiving anticoagulant and antiplatelet therapy (heparin, plavix, and aspirin), with an act of 176 at the time of the event. One unit of blood was transfused; the estimated blood loss was unknown. The patient survived and remained stable following explant. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support, however the reported event was access-site bleeding likely associated with arteriotomy management during device removal and with a procedural/access-site complication and anticoagulate therapy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.